Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received 18may2017: analysis of the 12 month follow-up CT revealed no evidence of filter embolization. There were eight filter legs with a grade 1, three grade 2 filter legs, and one grade 3 filter leg that affected the duodenum. None of the grade 2 or grade 3 filter legs were associated with a hematoma, hemorrhage, or other clinical findings at the perforation/puncture sites. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremity veins. The x-ray revealed no evidence of filter fracture, deformation, or embolization. A 20 mm caudal migration was noted. Analysist commented: ¿the 12-month follow-up x-ray was upright, whereas the baseline was not. This may account for the apparent filter migration.¿ the angle of filter tilt in the ap view was 2.0 degrees and 9.7 degrees in the lat view.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. According to the description of event, 12 month follow-up CT demonstrated 8 filter legs with a grade 1, three grade two, and one grade 3 filter leg (that affected the duodenum) interactions with the ivc. Imaging from time of filter placement demonstrated no evidence of significant tilt or perforation of ivc. Imaging review confirms multiple grades of interaction between the filter and the wall of the ivc 354 days after filter placement; one grade 3 interaction with a primary filter leg abutting the posterior wall of the duodenum, two grade 2 interactions, and a single grade 1 interaction. No evidence of significant tilt or migration. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6): grade 1 filter leg interaction with ivc wall. On (B)(6) 2016, the patient had a günther tulip® filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 17 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 17 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 7.8 degrees. On (B)(6) 2016 (same day as placement procedure), the post-procedure x-ray was performed. There was no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 4.5 degrees, 5.8 degrees in the lat view, and 5.3 degrees in the lat view. On (B)(6) 2016 (75 days post-procedure), the 3-month telephone follow-up was completed. The retrieval procedure was not scheduled to be completed due to a planned autologous bone marrow transplant. No adverse events were reported and the patient was taking a therapeutic dose of low molecular weight heparin (lmw). On (B)(6) 2016 (174 days post-procedure), the 6-month telephone follow-up was completed and no other adverse events were reported. On (B)(6) 2017 (354 days post-procedure), the 12 month follow-up clinical assessment, CT of the abdomen with intravenous contrast, ultrasound, and x-ray were completed. The filter was not scheduled to be retrieved because the patient was unwilling to undergo retrieval. No adverse events had been reported and the patient was taking coumadin. The CT of the abdomen revealed no evidence of filter embolization and a grade 1 filter leg interaction with the ivc wall. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremity veins. The x-ray revealed no evidence of filter fracture, embolization, migration, or tilt. Analysis of the 12 month follow-up CT, ultrasound, and x-ray is not available. Patient outcome: the patient remains in the study.